Manufacturer narrative:
Visual inspection revealed scuff marks on the primary motor and signs of impact shock on the exhaust fan and rear housing. The customer-reported issue of the driver not passing the system checkout was confirmed during investigation testing. The root cause was determined to be a malfunction of the exhaust fan, likely caused by an impact shock to the driver as evidenced by the physical damage observed on the rear housing, primary motor-gear box assembly, and exhaust fan. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. Ce 4787 follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the freedom driver was not supporting a patient. The freedom driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The freedom driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the freedom driver did not pass the system checkout. The customer also reported that the freedom driver exhibited a loud screeching noise.